Manufacturer narrative:
The event occurred in (B)(6). (B)(4). Other: na.

Event description:
Caller reported blood glucose results of 62 mg/dl on aviva, 110 mg/dl and 119 mg/dl on mobile within 10 minutes. Customer reported having symptoms of hypoglycemia, no treatment reported, no adverse event reported. A request was made for the return of the meter and strips, replacement sent.